Event description:
During remote follow-up, noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.